Manufacturer narrative:
Eval: customer returned the sheath from the flex main body graft in an opened and used condition. The returned product was examined and investigation confirmed that the rotating cap of the captor valve housing is broken. We have taken steps to prevent this type of incident from recurring.

Event description:
Gray positioner was jerky and would not come out and leaked at the hub. When the physician did get it out, it would not allow the coda balloon to advance. The physician ended up using an 18 french sheath of another manufacturer. Physician then had difficulties with the coda balloon and ruptured the iliac artery (refer to 1820334-2007-00346).